Manufacturer narrative:
Device used for treatment, not diagnosis. Patient weight not provided for reporting. This report is for an unknown - 2.7 mm metaphyseal screw / unknown lot number. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional is obtained that was not available for the initial med-watch, the investigation will be updated as applicable, and a follow-up med-watch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient returned to the operating room on (B)(6) 2017 for a revision due to a 2.7 mm/3.5 mm variable angle medial distal tibial plate that broke in situ, and the head of one (1) 3.5 mm low profile cortex screw, one (1) 3.5 mm variable angle locking screw, 2.7 mm variable locking screws, 2.7 mm metaphyseal screws, and 3 unidentified screws that also broke in situ. The broken screws and the plate were removed and replaced. No fragments were left in the patient. The surgeon used a low band medial distal tibial plate to replace the broken plate. The revision was completed successfully and the patient status was reported to be stable. This complaint involves 6 parts. This report is 5 of 6 for (B)(4).

Manufacturer narrative:
Additional patient identifier: (B)(6). The 02.118.005 2.7mm/3.5mm variable angle lcp medial distal tibia plate and seven unknown screws were alleged to have broken postoperatively. This complaint condition was likely caused by a nonunion, a new trauma, or patient noncompliance; however, this complaint is not likely a result of any design or manufacturing related deficiency. A drawing review and x-ray review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were observed during the course of this investigation. The returned x-rays depict two plates and nineteen screws. One plate and seven screws were alleged to have broken postoperatively. It can only be confirmed from the available x-rays that one plate and two screws have broken. The reported 02.118.005 plate has broken near a central shaft hole and the screw implanted there also broke at the head. The most distal screw inserted in the 02.118.005 also appears to have broken at the screw head. Relevant drawing was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of two screws and one plate does agree with the complaint description. Whether the complaint condition for this device can be replicated is not applicable for this condition. Material, hardness, visual and dimensional inspections cannot be performed as the physical devices were not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.